Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer. Review of incoming information: doctor complaints about potential dimensions mismatch between implant and trials. He stated implant seemed smaller than trial instrument used in patient during trialing process. The doctor mentioned that a trial stem of same size met resistance when removed from patient; implant of same size seemed to "drop in & seat lower in the femoral canal than the trial of same size. Root cause analysis stem 1. Possible causes for the reported event according to dfmea: line 19 : wrong combination of implant and instruments -> due to lms marking is not readable under or lighting, marking parameters are not sufficient enough; line 33 : migration of stem short and long term, splitting of femur -> due to surgeon unfamiliar with the correct indications; line 67 : damage of the components -> due to high load due to excessive impaction force; line 68 : damage of bone -> due to high load due to insertion or revision / explantation; line 73 : implant is damaged -> due to packaging is damaged. 2. Comparison to investigation results whether it is possible and justification: line 19 : not possible -> combination was approved; line 33 : possible -> possible as it isreported that stem was "sinking" into bone; line 67 : possible -> part not returned, cannot be excluded; line 68 : possible -> part not returned, cannot be excluded; line 73 : possible -> part not returned, cannot be excluded. Trial 1. Possible causes for the reported event according to dfmea: line 22 : damaged instruments, implants, body or wrong operational step -> due to surgeon or or staff unfamiliar with implantation technique; line 26 : failure of instrument function, e.g. Size -> due to misinterpretation of instrument; line 31 : inadequate usability of instrument -> due to inadequate design for intended handling performance; line 34 : incorrect conclusion on size, etc. -> due to illegibility of markings; line 35 : confusion of schemes between systems, incorrect conclusion on size, etc. -> due to variety of size, labeling, and color schemes between systems; line 36 : confusion, components stuck together, incorrect conclusion on size, etc. -> due to compatibility of incompatible combinations. 2. Comparison to investigation results whether it is possible and justification: line 22 : possible -> wrong interpretation adn/or wrong rasping could elad to mismatch between trial and stem when sitted into intramedullary hole; line 26 : possible -> miinterpretation of trial use could lead to mismatch of sitting in intramedulalry hole; line 31 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected; line 34 : possible -> parts were not returned; line 35 : possible -> as the instrument kit contains many sizes of trials; line 36 : not possible -> compatible parts. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision 17/190 stem on (B)(6)2015. Eber stuehmer stem generic on an unknown date. The patient underwent a revision surgery due to aseptic loosening of the stem on an unknown date.

Manufacturer narrative:
Additional information was received on august 05, 2015: product details of the trial which was used in the surgery on (B)(6) 2015 were received: (B)(4); lot# 13830367. The device history records from the trial were reviewed and found to be conforming. The manufacturer did not receive devices, x-rays, or other source documents for review . A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained for the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).